Event description:
The v14 wire 300cm got stuck on the 014 rubicon 150cm catheter. The wire and catheter were removed from the patient and it was noticed that the hydrophilic coating was fraying off the wire and was stuck to the catheter tip.